Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure the gold probe device would not cauterize the bleeding site within the patient's stomach. When they examined the catheter of the gold probe, they found it to be kinked at mid catheter; the kink was not noticed before the procedure began. At this point, the patient spontaneously stopped bleeding, and the procedure was aborted. They used an endostat ii generator along with an active cord; both were found to be working properly, when tested after the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure the gold probe device would not cauterize the bleeding site within the patient's stomach. When they examined the catheter of the gold probe, they found it to be kinked at mid catheter; the kink was not noticed before the procedure began. At this point, the patient spontaneously stopped bleeding, and the procedure was aborted. They used an endostat ii generator along with an active cord; both were found to be working properly, when tested after the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The reported complaint of the device's inability to cauterize during the procedure has not been confirmed. The device met specifications for all electrical testing. The customer's complaint for the device being kinked prior to procedure has been confirmed. The most probable cause of the kink is attributed to operational context. The kink may have occurred anytime after removal from the protective tray, or during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted.